Event description:
It was reported that during testing the device was stuck on blockage screen. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that all tamper labels were intact, and no external damage was found. An evaluation of the event history log was unable to be performed as the device had no history setup. Functional testing of the device was able to confirm and replicate the reported event. During inspection and testing, the device was found to be stuck on blockage screen and an error code 116 on the screen display. It determined that the downstream occlusion sensor was malfunctioned and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced and the front housing will also be replaced as part of the repair process. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.